Manufacturer narrative:
It was reported the patient had an infection at implant site and the site was sutured due to necrosis. The implanted device remains. This report is submitted october 15, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient had a fall and an impact at the implant side, which led to abscess formation over the implant site, specifically over the coil and magnet area. Implant was exposed under skin flap on 2 sites due to necrosis. The recipient was treated with an antibiotic. The surgeon is closely monitoring the recipient. The implanted device remains.